Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 11.8 mmol/l at the time of incident. The customer stated that the buttons was impossible to be pressed. The insulin pump will be returned for analysis.